Manufacturer narrative:
(B)(4). (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that prior testing to a procedure using 7mm extended length endoscope, it looks as if "someone took sandpaper to the lens". Another device was used that finally worked properly. There was no patient harm.